Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 09/04/2024, it was reported by the sibling that the patient experienced inaccurate cgm values. The patient experienced vomiting. The cgm was reading 170 mg/dl and the blood glucose reading was over 300 mg/dl. The sibling called an ambulance. The bg was over 300 mg/dl and the egv was not documented. The patient was given unremembered medication including insulin during a weeklong hospitalization. The patient was also treated for an intestinal blockage at that time. Patient self-treated with grape sugar and recovered after treatment. The patient was discharged the day before the call and was still hyperglycemic with bg 260 mg/dl. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.